Manufacturer narrative:
A ge service rep performed an on site investigation. The platform and collimator were repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system emitted a burning smell. Also, the collimator iris failed to operate as intended. No report of pt injury.